Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the battery oscillator device was getting really hot. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device did not get hot. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the pins in the oscillating head base were broken. It was further determined that the thrust disc on the set screw was displaced and the gap was greater than 0.5mm. The assignable root cause was determined to be due to manufacturing issues and was escalated to a CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.